Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: on (B)(6) 2012, surgeon was performing surgery for a distal radius fracture. After re-positioning and installing the plate, surgeon drilled the bone through the guiding block and quick drill sleeve. Next, surgeon inserted a va locking screw through the guiding block in the positioning hole. When surgeon inserted the va locking screw in the proximal row styloid hole, insertion felt abnormal and surgeon found that the screw was not locked and was penetrating in the hole. Surgeon removed the screw from the dorsal side, but left the plate in the patient. After this, surgeon was able to complete the procedure using a new screw and a torque limiter. It is reported that the surgeon is a woman so she does not think she was strong enough to over torque the screw. This is 1 of 2 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing documents were reviewed and no complaint related issues were found.